Event description:
It was reported that syringe 0.3ml 8mm 90 bx 450 mo needle hub separated. The following information was provided by the initial reporter: material no. 328291, batch no. 8080639. It was reported that needle hub separated from syringe. Verbatim: I have used bd syringes for a few decades. This morning, a syringe I planned to use separated at the neck of the syringe, with the needle inside the cap. I can provide a photo.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8080639 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 8mm 90 bx 450 mo needle hub separated. The following information was provided by the initial reporter: material no. 328291 batch, no. 8080639. It was reported that needle hub separated from syringe. Verbatim: I have used bd syringes for a few decades. This morning, a syringe I planned to use separated at the neck of the syringe, with the needle inside the cap. I can provide a photo.